Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. Lead fracture suspected. Lead was explanted and replaced.